Event description:
Reference number: (B)(4). Event took place in the united states. On (B)(6) 2025, the patient experienced an issue with their infusion set shortly after insertion. Specifically, within 30 minutes of placing the set, the tubing detached at the connector point. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008239, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008239 was manufactured according to the work instruction (wi) version 115 and manufactured in the line 3 on 20-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g02832 was manufactured according to the wi version 64 and manufactured in the machine sc09, on 20-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.